Event description:
Voluntary medwatch received reported: using tandem mobi insulin pump and stopped delivering insulin. Tried to change infusion set and received error that all deliveries stopped and cartridge needed to be replaced. I tried 3 times and same error. Called technical support, tried to troubleshoot, did not solve issue, and told pump needed to be replaced. The pump was shipped to me on may 31, 2024, and had been in use less than 6 months. Blood sugar rose above 400 for several hours.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Related MDR report # mw5163443.